Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2014, the patient underwent surgery for repair of an umbilical hernia as reported, a bard/davol marlex, (B)(4), lot number huxg2258 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2014, the patient underwent an additional surgery to repair the hernia defect and remove the old mesh which was unincorporated. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex.

Event description:
It is alleged by the patients attorney that on (B)(6) 2014, the patient underwent surgery for repair of an umbilical hernia as reported, a bard/davol marlex, reference number (B)(4), lot number huxg2258 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2014, the patient underwent an additional surgery to repair the hernia defect and remove the old mesh which was unincorporated. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of bard flat mesh. Per operative notes, ¿dissected the subcutaneous tissues away from the fascial level circumferential to the defect, carrying this superiorly over previous repair and the defect was then closed with sutures. A bard flat mesh was placed and secured over the new repair and previous repair with sutures.¿ (B)(6) 2014- patient was diagnosed with mesh infection thereby underwent open repair with the removal of mesh. Per operative notes, ¿there was a defect in umbilical skin where the drainage was occurring and small sinus tract down to the mesh. The whole center portion of the mesh was unincorporated, and this is the site of infection had taken place and the source of the sinus drainage. The mesh was dissected away from the subcutaneous tissues and removed.¿ attorney alleges that the patient had infection, pain, unincorporated mesh, sinus tract drainage and mesh removal.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about few months post implant of bard flat mesh, patient was diagnosed with mesh infection thereby underwent repair with mesh removal. In regards to infection the warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned